Event description:
It was reported that the system would not save images. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and ordered parts, but no conclusion can be drawn as repair info is not available.